Manufacturer narrative:
The device was returned to olympus for inspection. A root cause cannot be identified. Based on the results of the investigation, foreign material was confirmed in the air/water channel and cylinder; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel and air/water cylinder. There was no patient involvement.